Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusion set cannula was bent. The events occured between 30-mar-2024 and 01-apr-2024. The event occurred 3 or more hours after insertion. The infusion set was in use for 8-20 hours. The insertion site was at abdomen. The blood glucose level was 340-412 mg/dl. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01280- device 2 of 3.